Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant cm titamax implant 3.5x11 mm, but did not provide any other information about the case.